Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product not returned.

Event description:
During t2ph nail surgery, mistarget was occurred. The surgeon exchanged the targeting arm to the other one and continued the surgery.

Manufacturer narrative:
Evaluation revealed the targeting arm t2 prox. Humeral to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the targeting arm had been in use for more than 3 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The pre-operative test performed revealed the targeting accuracy not being as intended. The drill could not be passed through all drill holes while checking the possible locking options without contact to the nail. A targeting issue could be reproduced. The found distortion of the targeting arm was most likely caused due to applying too high temperature to onto this instrument during the last cleaning / sterilization process. This might have been contributed by internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it should have been realized prior to use. Based on the above facts, it can be ascertained that the event was not caused by any deficiency of the device. Although a real root cause could not be determined the alleged event was most likely caused due to a suboptimal cleaning / sterilization procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There are no actions in place related to the reported event for the subject product. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.

Event description:
During t2ph nail surgery, mistarget was occurred. The surgeon exchanged the targeting arm to the other one and continued the surgery.